Manufacturer narrative:
The device was received for evaluation with the aluminum foil peeled. A visual inspection with naked eye identified sponge found fully separated from the cap. The reported issue was verified. The cause of the condition was believed to be mishandling during distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event occurred on an unspecified date in (B)(6) 2018. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was fully separated from one (1) minicap. This occurred before use. There was no patient involvement. No additional information is available.